Event description:
Patient representative reported patient experienced ¿pain¿ and ¿mental anguish, grief, anxiety, apprehension. Fear of increased risk of bia-alcl, increased risk of bia-alcl.¿ patient representative also reported patient ¿suffered, and continues to suffer from physical permanent injury,¿ ¿disfigurement¿ and ¿suffered personal injuries and related damages;¿ these events are not related to the device. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "valve was opened, capsular contracture baker grade unknown, pain, and lumps." This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "valve was opened, pain, lumps," and "capsular contracture," baker grade unknown. Device remains implanted.